Event description:
It was reported that customer experienced battery longevity issues and weak battery. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify weak battery, battery out limit and low battery alarm due to blank display. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.